Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing the ch error message on their 8110. Recommended the customer inspect the iui's connectors for corrosion or damage. Customer stated they replaced them. Recommended the customer re-flash the syringe. If re-flashing does not clear the fault the next step is replacing the logic board. Recommended sending in for repair. No patient involvement. (B)(4).